Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace impedance measurements of greater than 3000 ohms. Technical services (ts) discussed the possibility of the lead being fractured and recommended a complete lead analysis. At the time of the call the patient was going to undergo a magnetic resonance imaging (MRI) scan, however ts indicated that due to the out-of-range pace impedance measurements, this system would be non-MRI conditional. This lead remains in service. No adverse patient effects were reported.